Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incidence was 54 mg/dl. Customer was corrected there low blood glucose with glucerna. It was unknown that customer was using auto mode feature at time of incidence or not. The insulin pump will not be returned for analysis.